Event description:
It was reported that a spectrum pump had a blank screen issue during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of blank screen was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the input/output board shielding was out of place in a way that didn't allow the processor to connect securely. The input/output shielding requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.